Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that they had smelled a burning odor coming from a unicel dxc 800 synchron system and had shut down the instrument. Prior to shutting down the instrument, customer had also received numerous pop up messages regarding voltage out of range. Field service engineer (fse) was dispatched on (B)(6) 2011 and noticed a smell of burnt electronics near the reagent compartment. Fse found a burnt board at component d-75 and proceeded to replace power driver printed circuit board. Fse powered up the instrument and all status passed. Fse reloaded all reagents back on system, calibrated all required chemistries and the qc run afterwards had all passed.